Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported the device bent during its use with a patient. After patient removal, the needle could not be locked into its protection device. No adverse effects to patient or user reported.